Manufacturer narrative:
All available information indicates that this product remains in service. If additional information becomes available the event will be updated.

Manufacturer narrative:
All available information indicates that this product remains in service. If additional information becomes available the event will be updated.

Event description:
Additional information was provided that the physician elected to keep this device implanted.

Event description:
Additional information was provided that the lead was later extracted due to noise, varying thresholds and intermittent out of range impedances of greater than 2000 ohms. It was questioned whether the device should be replaced, as neither the noise nor the high impedances could be reproduced. Technical services (ts) discussed a possible connection issue versus a device issue, and that it was physician discretion to replace the device.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating that four years later, this ICD was electively explanted. A new cardiac resynchronization therapy defibrillator (crt-d) was successfully implanted. This device will not be returned as it was discarded. No adverse patient effects were reported.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) recorded 2 non-sustained episodes of noise on the right ventricular (rv) channel, that lasted approximately 1 to 1.5 seconds, and was oversensed. It was noted that the patient was not pacemaker dependant, thus their intrinsic rhythm continued to come through. The rv impedance had decreased slightly to 500 ohms, and the shock impedance was stable. The noise was unable to be reproduced with isometrics, pocket manipulation or valsalva. Technical services (ts) discussed the potential for myopotential or diaphragmatic oversensing, and the option of continued monitoring. Additional information was provided that rv impedances had increased to greater than 2000 ohms, and the pacing thresholds were variable. The patient noted they would follow-up with their physician in another state. To date, there have been no reported adverse patient effects related to this clinical observation.